Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a wear problem is the possible cause of the big cuts on pink probe. The most probable root cause is determined due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the device was presented with big cuts on the pink probe. There was no patient involvement.